Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient is only feeling stimulation on the left leg. Needed bilateral. Reprogrammed and perfect coverage. No environmental/ external/ patient factors may have led or contributed to the issue were reported. The issue has been resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury.